Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device stopping by itself was not confirmed. Therefore, an assignable root cause was not determined. However, the moving parts of the trigger not moving smoothly and the sticky trigger, identified during service and evaluation were confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the moving parts of the trigger did not move smoothly on the small battery drive device and the vertical trigger was caught was sticky. It was determined that the device had corrosion/rusting/pitting and the attachment connection had rust stains and was caught. It was further observed that the device could not disengage the attachment ¿ coupling. It was further determined that the device failed pretest for general condition, check the attachment coupling and check for sticky triggers. It was noted in the service order that the device stopped working by itself. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.